Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to subjective symptoms related to an underlying condition of paroxysmal atrial fibrillation (af) and an interrogation of the implantable pulse generator (ipg) noted premature elective replacement indicator (eri) due to an increase in battery impedance. It was noted the cause of the multiple af events may have been due to the ipg pacing in backup pacing mode and the ipg was reprogrammed to the original settings, which the patient then exhibited stable condition. The ipg remains in use and was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.